Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Diagnosis: (B)(6) female, hcc , single liver lesion in segment 3, 2.88 cm x 2.51 cm in size ( lesion under us pre ablation ) (lesion under us post ablation) procedure: rfa of liver lesion procedure was performed percutaneously under ultrasound guidance. Patient intubated under ga and placed in supine position. Grounding pad placed on thigh. Event description: dr (B)(6) ready to proceed with ablation. Rfa1030 kit opened in sterile environment and passed to the radiologist. Cooling agent was a 500ml bag of 0.9% normal saline previously kept in freezer overnight. All tubing and electrode connected and priming started. Water pump running well with water flowing out. Once ablation started the temperatures of the electrode rise up to 8-9 degrees for first cycle. After around 3 minutes, doctor asked to stop the ablation due to the reading of impedance and watt still in same at 1.47 minute and 2.35 minute, even the port connection of electrode is changed. (Parameter of impedance and watt still in same reading) measures taken before re-starting ablation: 1) change the port of electrode to another port 2) ensure all tubing properly connected with no leaking 3) change the grounding pad to right thigh 4) keep pump running longer before starting the ablation the customer reported that once the ablation started, the temperatures of the electrode rose 8-9 degrees during the first ablation cycle. After approximately 3 minutes, the doctor asked to stop the ablation due to the fact that the temperature had not changed. The electrode was plugged into another port but the problem was not solved. There was no report of patient injury.

Manufacturer narrative:
Correction: investigation summary this report is based on information provided by post market vigilance investigation personnel. One device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported that the device had unstable temperature readings. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The water circulated normally through the device. The device read the temperature properly. No alarm was noted on the generator. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.